Event description:
It was reported that there was black particular matter in the injection port of three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the event occurred from (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 28, 2021 - october 30, 2021. H10: three (3) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with fill port caps removed which did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed in any of the samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.